Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: patient received a left attune total knee to treat djd. The patella was resurfaced and cement mfg is unknown. The procedure was completed without complications. On (B)(6) 2020: patient underwent a left knee revision due to pain and swelling. The tibial component was found to be loose with no connection between the implant and cement block. Minimal synovitis was noted. Minimal bone loss was noted when the tibial tray was noted. No reported allegations against the femoral component and tibial insert that were revised. Patella was retained. Competitor products were placed at revision. Doi: (B)(6) 2015. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.